Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that multiple ophthalmic knives from the same batch were dull. The procedure details and patient impact have not been provided. Additional information was requested, but none has been received to date.